Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into the interface board. No power anomaly could be verified due to the failed battery test alarm. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and a stained address and serial number label.

Event description:
It was reported the insulin pump alarmed off no power. Correct batteries were used. Low battery alarm was in the history. The device was not dropped or bumped. No unattended alarms. Battery cap was ok. Alarm occurred during normal use. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.